Manufacturer narrative:
(B)(4). Netting tear. Evaluation results: evaluation of the returned product found that on panel side a the zippers slider body is open. Panel side c the lower left leg has 6 inches of broken stitches. (B)(4).

Event description:
The distributor reported that both sides a & b panels have tears in them on the canopy, there was no patient injury reported. Inspection of the product found that panel side a zipper slider body is open.